Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to fields: h3, h4, and h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the confirmed issue was due to damage to the output connector. Therefore, was presumed that no image was displayed due to a communication error with the scope caused by the damaged output connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source cannot recognize 290 scopes. The issue occurred during preparation for use before a diagnostic gastroscope procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.